Event description:
The customer reported to olympus that the thunderbeat 5 mm, 35 cm, front-actuated grip type s probe broke into two pieces and fell inside the patient's body during a hysterectomy. The fallen piece was retrieved immediately. Another instrument from the same package was used and the same defect occurred. The procedure was completed with a similar device after a delay of a couple of minutes. There was no harm or user injury reported due to the event. This event is reported under the following patient identifiers: (B)(6) - thunderbeat 1/2. (B)(6) - thunderbeat 2/2.

Manufacturer narrative:
The suspect device was returned to olympus. However, device evaluation has not yet begun. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to report the additional information received from the customer as reflected on b5. The suspect device was returned to olympus for evaluation. The probe tip was broken 15, 9 millimeters from the distal end site. The broken tip was not returned. Additional findings included peeled and scratched off coating from the jaw, scratched coating and contact mark on the electrode, and minor deformation on the tissue pad. The exact cause of the event could not be exclusively identified. However, based on the past investigation results, the broken probe possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke when added load. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was received from the customer. The first probe fell into the patient's pelvic area during a total laparoscopic hysterectomy and was retrieved using a lap grasper. The second probe was indicated as broken due to the usg-410 error message - probe fail. The error occurred after the third thunderbeat activation. It did not detach from the thunderbeat instrument. As a precaution, it was not being used anymore.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the probe broke and was recovered occurred by the following mechanism: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. However, the root cause of the phenomenon's could not be determined. The event can be prevented by following the instructions for use which state: ¿ do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. ¿ if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Olympus will continue to monitor field performance for this device.